Event description:
New information notes an insulation anomaly was also noted on the capped portion of the lead.

Event description:
It was reported that the lead was capped due to loss of sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.